Manufacturer narrative:
The device was received the cannula assembly fully deployed. Inspection of the cannula assembly found no bends or kinks to the soft cannula. The downloaded data shows no timeouts or drive stalls during the pod's run. A leak test was performed and found no leakages along the fluid path that would prevent insulin from flowing out the distal tip of the soft cannula. Inspection of the fluid path components found no damages that could contribute to leaking during wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose around 300 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, it is unknown if they continued treatment.